Event description:
It was reported that the handheld device was unable to advance past the screen alignment setup. The lock button was not engaged. A hard reset was performed, the handheld device data was cleared, the handheld battery was reinserted, and the handheld screen was cleaned. However, the issue did not resolve. The handheld device and software flashcard have been returned to the manufacturer where analysis is currently underway.

Event description:
During analysis of the hhd programmer, it was identified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. No anomalies associated with flashcard software were identified during the flashcard analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.